Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure while attempting to prime, "02 - console error" and "03 - console error" messages were generated by the aquabeam robotic system. Several troubleshooting steps were conducted; however, the errors could not be cleared. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation. Functional testing was able to reproduce the reported e02/e03 during priming (50% and 100% respectively). Additional analysis opened up the console and observe the hpp encoder under magnification. The encoder lens observed signs of contamination. The encoder was replaced with a known good and clean encoder and successfully primed at 50% and 100% pump power without the occurrence of e02 and e03. The source of the contamination was identified to be coming from the hpp motor a review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 19c00689was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review identified eight (8) other similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5 system detected errors and faults. E02 - console error. Release foot pedal and click x.. If error persists, turn off and turn on console. "E03 - console error. Release foot pedal and click x. If error persists, turn off and turn on console." The root cause of the reported event has been determined to be due to manufacturing related issues associated with a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.